Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on 3rd december loss of reduction and re-instrumentation of a patient care with uss fracture schanz screws olisthesis occurred. Screw has loosed cranially from the jaw so that the entire construct has yielded. The screw threads were completely submerged, without contact with the jaw mechanism. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is unknown part and unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.